Event description:
Same case as: 2134265-2009-02295. It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The 100% stenosed lesion was located in a heavily calcified and moderately tortuous proximal left anterior descending artery. The patient presented with acute myocardial infarction. The physician attempted to cross the lesion with a non bsc guidewire and guide catheter and could not cross the lesion. Ivus was attempted with a non bsc device and again, the physician could not cross the lesion. The lesion was pre-dilated with both a 2.5 x 15 mm non bsc balloon and a 2.0 x 20 mm non bsc balloon. Again, the physician advanced the ivus catheter to the lesion, but was unable to cross. A 2.50 x 16 mm taxus liberte' drug eluting stent was deployed at 15 atms in the distal lesion. A 3.0 x 16 mm taxus liberte' drug eluting stent was deployed at 14 atms in the proximal lesion, overlapping the previously placed taxus liberte' stent. The patient was prescribed ticlopidine, aspirin, cilostazol and clopidogrel. No patient injuries or complications occurred. Patient status is satisfactory. Five days later while in rehabilitation at the hospital, the patient presented with increased chest pain and st elevations. In-stent thrombosis was diagnosed by study with a timi flow of 1 to 2. Ivus was performed with a non bsc device and the stent was a predilated with a 3.25 x 10 mm balloon to 10 atms at the proximal end of the lesion and 6 atms at the distal end of the lesion. The physician attributed the thrombosis due to heavily calcification preventing the stents from expanding fully. No further patient injuries or complications occurred. As of the date of this report, the patient is stable but still hospitalized due to the necessity of another unrelated procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.